Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. The receiver was returned for evaluation. The following were performed: external visual inspection, receiver charge and boot, final functional test and pairing test, pairing/calibration/performance/range test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned product. The probable cause could not be determined post investigation.